Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Upon visual inspection the tip had fractured from the device. There is impact damage to the shaft, handle, and the strike plate. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04000.

Event description:
It was reported during initial surgery that the femoral inserter handle tip broke off in implant after inserted into patient. They were able to extract the stem from the patient in less than 2 minutes. They removed the broken tip from the implant with appropriate tool. Another inserter handle was used and the stem was inserted into patient right away. The whole incident took less than 5 minutes to correct. Attempts have been made and additional information on the reported event is unavailable at this time.